Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head, which is an olympus asset with no reported complaint. During the evaluation of the device, short circuit in electrical contact, color tone of the image is not proper, flare occurred and there is noise in the image was observed. The regional repair center indicated that the most likely cause because electrical contact is depressed, color tone of the image is not proper, because cable unit is crushed, flare occurs and due to a short circuit in electrical contact, there is noise in the image. There was no patient involvement.